Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2023. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6)2023. The product was evaluated. An external visual inspection was performed and major damage found due to sensor wire is missing from sensor pod. The allegation was confirmed. The probable cause was determined to be sensor wire missing. No injury or medical intervention was reported.